Event description:
It was reported that the 9800 system would not send images to pacs. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was confirmed. The system was tested and found to be working as intended and put back into service.